Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal infection ('abdominal infection') in an adult female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, dysmenorrhea, dysuria, blood in urine and hepatitis. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included spherocytosis, cervical dysplasia, bloating, diarrhea, galactorrhea, fever and dyscrasia blood (nos). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction"), the first episode of nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash papular ("rashes or skin conditions type: red bumps,"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)/ more sever cramp after essure not normal mestural cramp"). In june 2010, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced pelvic fluid collection ("reproductive system disorder or condition type of disorder or condition: internal fluid around female organs,") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have weight increased ("weight gain"). In august 2010, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), dyspareunia ("painful intercourse"), the second episode of nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness"), back pain ("low back pain"), pain in extremity ("left leg pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and cyst ("cyst"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal infection, back pain, pain in extremity, vulvovaginal pain and abdominal pain lower had resolved, the abdominal infection, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, rash papular, migraine, headache, pelvic fluid collection, the last episode of nausea, dizziness, dysmenorrhoea, weight increased and constipation outcome was unknown and the fatigue, depression, allergy to metals and cyst was resolving. The reporter considered abdominal infection, abdominal pain lower, allergy to metals, anxiety, back pain, constipation, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic fluid collection, pelvic pain, rash papular, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: she need for additional surgery essure coil 2,0 cm of the coil protrudes from the proximal lumen, diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.5 kgs. Abdominal x-ray - on (B)(6) 2012: 1. Bilateral radiopaque linear bodies within the pelvis, consistent with contraceptive devices. 2. Findings o constipation. Follow-up may be considered after dis impaction/appropriate treatment.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B) (6) 2012: a, labeled "right tube and essure coil" is an 6.3 x0.5 cm pink-purple fimbriated segment al fallopian tube. The proximal end contains a 4.3 x 0.3 ern segment of coiled silver-colored metal consistent with an essure coil 2,0 cm of the coil protrudes from the proximal lumen, the remainder of the lumen is unremarkable b. Labeled "left tube and assure coif' is an 8.3 x 0.7 cm pink-purple fimbriated segment of fallopian tube. The proximal end contains a 4.3 x q. Cm segment of coiled silver-colored metal consistent with an essure coll. 2.5 cm of the coil protrudes from the proximal lumen. The remainder of the lumen is unremarkable. Ultrasound pelvis - in december 2012: the device was placed properly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain ,dysmenorrhea, menorrhagia,abdominal pain ,dyspareunia,pelvic pain , nickel allergy,fatigue,pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received. Reporters information updated. Lot no. Were added. Event: infection were updated to infection (bladder/ urinary tract/vaginal) type: vaginal. New event:abnormal bleeding (vaginal, menorrhagia),paramenia (inability to have sexual intercourse), infection (other) describe: abdominal infection, psychological or psychiatric problems condition: depression, anxiety, rashes or skin conditions type: red bumps, migraines / headaches, reproductive system disorder or condition type of disorder or condition: internal fluid around female organs,nausea, neurological conditions or problems type: dizziness,nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: low back pain , left leg pain ,vaginal pain ,lower abdominal pain,vaginal discharge, fatigue, weight gain, cyst, gastrointestinal or digestive system condition type: constipation were added. Event: outcome were updated : vaginal infection, nickel allergy, cyst, pain , fatigue, depression .medical history , lab data and historical drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal infection ('abdominal infection') in an adult female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, dysmenorrhea, dysuria, blood in urine and hepatitis. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included spherocytosis, cervical dysplasia, bloating, diarrhea, galactorrhea, fever and dyscrasia blood (nos). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced hypersensitivity ("allergic reaction"), the first episode of nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), rash papular ("rashes or skin conditions type: red bumps,"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)/ more sever cramp after essure not normal mestural cramp"). In (B)(6) 2010, the patient experienced fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced pelvic fluid collection ("reproductive system disorder or condition type of disorder or condition: internal fluid around female organs,") and constipation ("gastrointestinal or digestive system condition type: constipation") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal infection (seriousness criterion medically significant), dyspareunia ("painful intercourse"), the second episode of nausea ("nausea"), dizziness ("neurological conditions or problems type: dizziness"), back pain ("low back pain"), pain in extremity ("left leg pain"), vulvovaginal pain ("vaginal pain"), abdominal pain lower ("lower abdominal pain") and cyst ("cyst"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, vaginal infection, back pain, pain in extremity, vulvovaginal pain and abdominal pain lower had resolved, the abdominal infection, dyspareunia, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, anxiety, rash papular, migraine, headache, pelvic fluid collection, the last episode of nausea, dizziness, dysmenorrhoea, weight increased and constipation outcome was unknown and the fatigue, depression, allergy to metals and cyst was resolving. The reporter considered abdominal infection, abdominal pain lower, allergy to metals, anxiety, back pain, constipation, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic fluid collection, pelvic pain, rash papular, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. No further causality assessment were provided for the product. The reporter commented: she need for additional surgery essure coil 2,0 cm of the coil protrudes from the proximal lumen, diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 72.5 kgs. Abdominal x-ray - on (B)(6) 2012: 1. Bilateral radiopaque linear bodies within the pelvis, consistent with contraceptive devices. 2. Findings o constipation. Follow-up may be considered after dis impaction/appropriate treatment. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2012: a, labeled "right tube and essure coil" is an 6.3 x0.5 cm pink-purple fimbriated segment al fallopian tube. The proximal end contains a 4.3 x 0.3 ern segment of coiled silver-colored metal consistent with an essure coil 2,0 cm of the coil protrudes from the proximal lumen, the remainder of the lumen is unremarkable b. Labeled "left tube and assure coif' is an 8.3 x 0.7 cm pink-purple fimbriated segment of fallopian tube. The proximal end contains a 4.3 x q. Cm segment of coiled silver-colored metal consistent with an essure coll. 2.5 cm of the coil protrudes from the proximal lumen. The remainder of the lumen is unremarkable. Ultrasound pelvis - in (B)(6) 2012: the device was placed properly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain ,dysmenorrim, menorrhagia,abdominal pain ,dyspareunia,pelvic pain , nickel allergy,fatigue,pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and abdominal infection ('abdominal infection') in an adult female patient who had essure (batch no. 705317) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included nickel sensitivity, dysmenorrhea, dysuria, blood in urine and hepatitis. Previously administered products included for an unreported indication: birth control pill. Concurrent conditions included spherocytosis, cervical dysplasia, bloating, diarrhea, galactorrhea, fever and dyscrasia blood (nos). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)/ more sever cramp after essure not normal mestural cramp"), hypersensitivity ("allergic reaction"), allergy to metals ("nickel allergy"), rash papular ("rashes or skin conditions type: red bumps,"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), the first episode of nausea ("nausea"), depression ("psychological or psychiatric problems condition: depression"), anxiety ("anxiety"), migraine ("migraines/ headaches"), the second episode of nausea ("nausea") and dizziness ("neurological conditions or problems type: dizziness") and was found to have weight increased ("weight gain"). In (B)(6) 2010, the patient experienced dyspareunia ("painful intercourse / dyspareunia"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In 2010, the patient experienced pelvic fluid collection ("reproductive system disorder or condition type of disorder or condition: internal fluid around female organs,") and constipation ("gastrointestinal or digestive system condition type: constipation"). In (B)(6) 2010, the patient experienced vaginal infection ("infection/infection (bladder/ urinary tract/vaginal) type: vaginal,") with vaginal discharge. On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), vulvovaginal pain ("vaginal pain"), back pain ("low back pain"), pain in extremity ("left leg pain"), abdominal infection (seriousness criterion medically significant), cyst ("cyst"), scar ("scar tissues that had adhered to my abdominal wall, colon, left side nerves and arteries to my left leg") and abdominal adhesions ("adhered to my abdominal wall, colon, left side nerves and arteries to my left leg"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, abdominal pain lower, vulvovaginal pain, back pain, pain in extremity and vaginal infection had resolved, the dyspareunia, dysmenorrhoea, hypersensitivity, rash papular, vaginal haemorrhage, menorrhagia, abdominal infection, female sexual dysfunction, anxiety, migraine, pelvic fluid collection, the last episode of nausea, dizziness, weight increased, constipation, scar and abdominal adhesions outcome was unknown and the allergy to metals, fatigue, depression and cyst was resolving. The reporter considered abdominal adhesions, abdominal infection, abdominal pain lower, allergy to metals, anxiety, back pain, constipation, cyst, depression, dizziness, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, hypersensitivity, menorrhagia, migraine, pain in extremity, pelvic fluid collection, pelvic pain, rash papular, scar, vaginal haemorrhage, vaginal infection, vulvovaginal pain, weight increased, the first episode of nausea and the second episode of nausea to be related to essure. The reporter commented: she needs additional surgery. Essure coil 2,0 cm of the coil protrudes from the proximal lumen. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Abdominal x-ray - on (B)(6) 2012: 1. Bilateral radiopaque linear bodies within the pelvis, consistent with contraceptive devices. 2. Findings o constipation. Follow-up may be considered after dis impaction/appropriate treatment.. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion; on (B)(6) 2012: total bilateral occlusion. Pathology test - on (B)(6) 2012: a, labeled "right tube and essure coil" is an 6.3 x0.5 cm pink-purple fimbriated segment al fallopian tube. The proximal end contains a 4.3 x 0.3 ern segment of coiled silver-colored metal consistent with an essure coil 2,0 cm of the coil protrudes from the proximal lumen, the remainder of the lumen is unremarkable b. Labeled "left tube and assure coif' is an 8.3 x 0.7 cm pink-purple fimbriated segment of fallopian tube. The proximal end contains a 4.3 x q. Cm segment of coiled silver-colored metal consistent with an essure coll. 2.5 cm of the coil protrudes from the proximal lumen. The remainder of the lumen is unremarkable. Ultrasound pelvis - on (B)(6) 2012: the device was placed properly. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: back pain ,dysmenorrim, menorrhagia,abdominal pain ,dyspareunia,pelvic pain , nickel allergy,fatigue,pelvic pain quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 26-jul-2019: pfs received : onset date of events were added. Concomitant drugs were added. Event : scar tissues, adhered to my abdominal wall, colon, left side nerves and arteries to my left leg were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), hypersensitivity ("allergic reaction"), infection ("infections"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, infection, nausea and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, hypersensitivity, infection, nausea and pelvic pain to be related to essure. The reporter commented: she need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2017: significant case correction: ccc updated. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), hypersensitivity ("allergic reaction"), infection ("infections"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dyspareunia, hypersensitivity, infection, nausea and fatigue outcome was unknown. The reporter considered dyspareunia, fatigue, hypersensitivity, infection, nausea and pelvic pain to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 1-nov-2017: significant case correction: ccc updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.